Event description:
It was reported that the system shut down on its own if the interconnect cable was moved. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect ca the system operates as intended.